Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized with hyperglycemia. The reporter was unable to provide a specific blood glucose that the patient experienced at the time of the hospitalization. The patient was unable to complete troubleshooting with the pump, but a review of the pump history showed that while the pump had been programmed to deliver 56 units, only 23 units had been delivered by the pump. This complaint is being reported based on the allegation that the patient had been hospitalized due to a hyperglycemic event and there was an indication that the pump was not delivering accurately.